Event description:
It was reported the patient's blood glucose level rose ¿super high¿ while wearing the pod between 1 and 4 hours. The patient was sleeping at the time of incident and woke up to high blood glucose levels. The patient also reported receipt of a communication error during activation. It was confirmed that the pod double beeped after it was filled with 85 u of insulin. When removed from the infusion site (location not specified), the pod's cannula was found to be dislodged despite the pod still being stuck to the patient¿s body. The patient was able to successfully resume treatment with another pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.2 hardware: iphone16.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.